Manufacturer narrative:
B2: corrected. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
ICU medical received a summons on 10 september 2024 from the (B)(6) firm regarding the death of a 12 month old child who was dependent on supplemental oxygen. The complaint in the lawsuit alleges the following. The patient had a tracheal stoma in place and required home health services to monitor their respiratory care. The order was for a ¿3.5 bivona flexi 53mm with 3ml ns inflates cuff q.¿ at 1pm on (B)(6) 2023, the patient began to cough and then vomit. The nurse attempted to change the trach tube and insert what is described as a 55 mm and a smaller 45 mm trach with no success. The patient cried and showed signs of respiratory distress. The mother attempted to insert the trach without success and attempted to bag the patient to provide emergency airway support. Emergency medical services arrived at approximately 1:40 pm and provided cardiopulmonary resuscitation. The patient was transported to (B)(6) hospital and was admitted to the pediatric intensive care unit. The reporter states that the respiratory distress led to brain damage and the patient was then declared brain dead on (B)(6) 2023 at 12:35 pm. The ICU medical affairs team provided the following medical assessment: ICU medical was informed on (B)(6) 2024 of a complaint that reported the death of a 12-month-old male patient. The report describes a patient that had a history of requiring supplemental oxygen via a tracheostomy tube, the child had a tracheal stoma and required home health care. It is reported that on (B)(6) 2023 the patient had a cough followed with emesis, it is not described whether a tracheostomy tube was in place or if the balloon was inflated, thereby providing a protected airway. It is reported that the nurse attempted to change the 3.5 bivona flexi tracheostomy tube but was not successful. The 3.5 tracheostomy tube was removed but the replacement tracheostomy tube could not be reinserted into the trachea. It is reported that the patient demonstrated respiratory distress and ems arrived 40 minutes after the initiation of cough and emesis. The patient was transferred to (B)(6) hospital and the patient was declared deceased on (B)(6) 2023. Lack of details regarding this clinical event precludes a comprehensive medical assessment. Based on a review of the events in this case, the cumulative evidence states that the patient had a protected airway with a cuffed tracheostomy tube in place and following an episode of coughing and emesis a clinical decision, not documented in the complaint, was made to change the tracheostomy tube. Cough and emesis are not unusual events in patients with a tracheostomy tube, and a tracheostomy tube can be used to protect the airway. There is no description that reports why the secondary tube could not be placed. If additional information becomes available, this medical assessment will be revised as needed.

Manufacturer narrative:
Investigation summary: investigation is underway and once the investigation has been completed the results will be sent in a follow up report.